Manufacturer narrative:
Manufacturer narrative: the customer reported that the rns (remote network system or remote monitoring system) lost the nihon kohden set-up. No nihon kohden software was running at the time. When the device rebooted there were only 2 choices shown, "pci lan.boi", and "internal shell", which is not selectable. The device was evaluated and the problem was duplicated. The customer was sent a replacement unit. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer reported that the rns (remote network system or remote monitoring system) lost the nihon kohden set-up. No nihon kohden software was running at the time. When the device rebooted there were only 2 choices shown, "pci lan.boi", and "internal shell", which is not selectable.